Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient stated she had a complete right knee replacement (stryker triathlon knee) on (B)(6) 2012 by dr. (B)(6). She states she told dr. (B)(6) prior to her surgery that she had a pre-existing condition (trouble with bladder infections) and after her surgery it was noted that she had a bladder infection. She alleges she has pain all the time, swelling at surgical site, audible clicking and the inability to bend her knee.